Event description:
The connector spike on the IV tubing had an almost burnt appearance. Visual inspection of the tip notes a black color versus white coating. The black flakes off the tip. The IV tubing was discontinued and new tubing and solution hung.